Event description:
It was reported the patient experienced low oxygen output. As a result, the patient's saturation levels declined. In turn, the patient went to the ER wherein he spent eleven hours there getting numerous tests done and two x-rays. Reportedly, the patient was provided antibiotics and prednisone.

Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. However, we are not the manufacturer of the device. Inogen will write a supplemental filing with any additional information gathered.